Event description:
The customer reported that an x2 device fell and they lost screen and touchscreen capability. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.